Event description:
It was reported that during an unknown procedure, when using nail crooked. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 13 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. No scissor clips were noted during testing.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify: the nail was crooked. Was the clip scissored? At what firing did the issue occur?